Manufacturer narrative:
Type of investigation not yet determined: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a faulty upper display. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: d9(device avail for evaluation), h3 a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found that the upper display was faulty and ordered the replacement display. The fse replaced the upper display lcd, performed the calibration and testing as per specifications, performed the electrical safety testing as per as355. The unit is now working within specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Updated sections : b4, g3, g6, g7, h2, h10, h11. Corrected sections: b5, b6, b7,d5, d10, h6(impact code).

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had a faulty upper display. There was no patient involvement.